Manufacturer narrative:
Adc has been unable to request product back for investigation. Follow up attempts to collect further details regarding this event have been unsuccessful at this time. A follow-up report will be submitted if any additional information is obtained. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of the event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. (B)(6).

Event description:
A pharmacist contacted adc and reported that an hcp called the pharmacy to report that their patient died of suspected hypoglycemia. The pharmacist indicated that the hcp was inquiring if there were any issues with freestyle libre as the hcp was trying to determine if there is a link between freestyle libre and the patient¿s death. The pharmacist was unwilling to provide any additional details during the initial call. Adc contacted the pharmacist to attempt to obtain additional information, however the pharmacist was unwilling to provide the hcp¿s or patient¿s contact information. The hcp has not contacted the pharmacist back to provide any further details, however, the pharmacist informed adc that if they are contacted by the hcp again, they will attempt to obtain further information and will call adc back to provide further details regarding this event. At this time, there is no evidence or information to support that the freestyle libre may have caused or contributed to the patient¿s death.

Manufacturer narrative:
At this time product has not been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Adc made additional contact with the pharmacist, who had a conversation with the patient¿s general practitioner (gp). The patient¿s gp informed the pharmacist that the cause of death was not hypoglycemia, and that the patient potentially may have suffered a heart attack or stroke. The gp indicated that they would contact adc if the cause of death was otherwise determined to be related to the sensor. If additional information is received a follow up will be provided. This also serves as a correction report. Date received by manufacturer was previously reported as 4/24/2020 and has been updated to the correct date of 4/29/2020.

Event description:
A pharmacist contacted adc and reported that an hcp called the pharmacy to report that their patient died of suspected hypoglycemia. The pharmacist indicated that the hcp was inquiring if there were any issues with freestyle libre as the hcp was trying to determine if there is a link between freestyle libre and the patient¿s death. The pharmacist was unwilling to provide any additional details during the initial call. Adc contacted the pharmacist to attempt to obtain additional information, however the pharmacist was unwilling to provide the hcp¿s or patient¿s contact information. The hcp has not contacted the pharmacist back to provide any further details, however, the pharmacist informed adc that if they are contacted by the hcp again, they will attempt to obtain further information and will call adc back to provide further details regarding this event.

Manufacturer narrative:
At this time product has not been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Adc made additional contact with the pharmacist, who had a conversation with the patient¿s general practitioner (gp). The patient¿s gp informed the pharmacist that the cause of death was not hypoglycemia, and that the patient potentially may have suffered a heart attack or stroke. The gp indicated that they would contact adc if the cause of death was otherwise determined to be related to the sensor. If additional information is received a follow up will be provided. This serves as a correction report. The date received by manufacturer date documented in the previous follow-up was incorrectly documented as 29apr2020 and should have been documented as 23jun2020.

Event description:
A pharmacist contacted adc and reported that an hcp called the pharmacy to report that their patient died of suspected hypoglycemia. The pharmacist indicated that the hcp was inquiring if there were any issues with freestyle libre as the hcp was trying to determine if there is a link between freestyle libre and the patient¿s death. The pharmacist was unwilling to provide any additional details during the initial call. Adc contacted the pharmacist to attempt to obtain additional information, however the pharmacist was unwilling to provide the hcp¿s or patient¿s contact information. The hcp has not contacted the pharmacist back to provide any further details, however, the pharmacist informed adc that if they are contacted by the hcp again, they will attempt to obtain further information and will call adc back to provide further details regarding this event.